Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy.

Event description:
Unomedical reference number (B)(4). Event occurred in italy. On 14-may-2024, it was reported that the infusion set leaks on cannula site wet adhesive for five hours, which caused the patient blood glucose levels to 392 mg/dl. The patient change infusion set cause cannula was not inside body. No further information available